Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (concentration 10mg/ml; dose 0.48mg/day) and bupivacaine (concentration 10mg/ml; dose 0.48mg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain. The patient was also implanted with a stimulation device and pacemaker. On (B)(6) 2016 the patient underwent revision of the stimulation device, at which time the stimulator was moved to a lower location, and following the revision developed a spinal headache. There was also a seroma and fluid leaking at the previous stimulation device incision. The patient was brought to the hospital on (B)(6) 2016 for surgical revision to repair the catheter. The catheter access port (cap) was accessed and they were not able to aspirate. Cerebrospinal fluid (csf) was visualized leaking out of the old stimulator pocket incision. The spinal segment was found cut proximally to the anchor. The catheter had been cut when the surgeon revised the stimulator pocket site and csf had been leaking subcutaneously ever since. A new pump segment was used to repair the catheter. The old pump segment was removed and discarded. Csf was aspirated and patency was verified via the cap. The issue was resolved. Patient status at the time of the report was alive with no injury. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.